Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in device inner surface and one curved opening. Leak test and microscopic analysis was performed which identified one opening sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device.

Event description:
Healthcare professional reported a right side rupture of a saline device. The device has been explanted and replaced.